Event description:
It was reported that a malfunction alarm occurred due to a momentary power loss to the vibrator motor. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service technical support provided information to reset the pump and assisted the customer in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.